Manufacturer narrative:
(B)(4).

Event description:
It was reported that "several times, when removing the respirator tube, the filter splits and brakes". The filters were replaced. No injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, ten pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. In addition to the visual exam, leak testing was performed on the production samples. No issues were encountered. All ten samples passed the testing. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "several times, when removing the respirator tube, the filter splits and brakes". The filters were replaced. No injury or harm reported. Patient condition reported as "fine".